Event description:
In (B)(6), the patient presented with several burns of various sizes on the right flank that first appeared 3 weeks after the surgical procedure. The investigation concluded that the reported issue is associated with poor surgical technique. There was no reported malfunction of the device.